Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ correction, d4: serial no- correction, g3: date received by manufacturer - correction, h2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Performance data was reviewed. Data does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.